Manufacturer narrative:
Investigation summary: bd received four photos for investigation. Evaluation of the photos shows underfill while label lift is not observed. A total of 40 retained samples from both lot numbers underwent functional testing, and all tubes performed as expected. Additionally, 100 retained samples from both lot numbers were visually inspected, and no label lift was found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode underfill for lots 4347062 and 5086994. This complaint is unable to be confirmed for on lot for incorrect fill line. Bd was unable to determine a definitive root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance, there was inadequate blood draw volume and improper fill line label placement in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Report 2 of 2: it was reported that when using bd vacutainer® sst¿ ii advance, there was inadequate blood draw volume and improper fill line label placement in an unspecified number of devices. No adverse impact was reported regarding the patient or user." Investigation summary: bd received 4 photos and 300 samples for investigation. Evaluation of the photos indicates underfill however label lift is not observed. Additionally, a total of 20 retained samples and 20 returned samples were functional testing, and all tubes performed as expected. Additionally, all returned samples and 100 retained samples were visually inspected, and no label lift was observed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode underfill for lot 5086994. This complaint is unable to be confirmed for label lift for lot 5086994. Bd was unable to determine a definitive root cause. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported that when using bd vacutainer® sst¿ ii advance, there was inadequate blood draw volume and improper fill line label placement in an unspecified number of devices. No adverse impact was reported regarding the patient or user.